Event description:
It was reported that pt underwent total hip replacement in 2007, in which he rec'd a durom cup acetabular component. Post-op, pt experienced pain and underwent revision surgery in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc (establishment), which markets the devices in the us.